Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation(fallopian tube(s)),') in a 33-year-old female patient who had essure (batch no. A64630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concomitant products included ibuprofen, montelukast and salbutamol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2013, the patient experienced headache ("headaches"), vision blurred ("vision problems") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced abdominal distension ("bloating") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti"). On (B)(6) 2016, the patient experienced adnexa uteri cyst ("paratubal cysts") and endometrial hyperplasia ("reproductive system disorder or changes type of disorder or condition: atypical endometrial hyperlasia"), 2 years 10 months after insertion of essure. In (B)(6) 2019, the patient experienced pelvic pain ("pelvic pain/ chronic") and abdominal pain ("pain ¿ pelvic / abdominal"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and salpingitis ("fallopian tube infection"). On an unknown date, the patient experienced back pain ("back pain"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy : rash/skin condition"), psychological trauma ("psych injury"), vaginal infection ("vag infect."), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea") and micturition urgency ("urgency urination") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst (partial), other). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain lower, back pain, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, salpingitis, adnexa uteri cyst, abdominal distension, endometrial hyperplasia and weight increased outcome was unknown and the abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, vision blurred, vaginal haemorrhage, migraine and micturition urgency had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri cyst, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, micturition urgency, migraine, nausea, pelvic pain, psychological trauma, salpingitis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: she received treatment for bladder problems, urinary problems, uti, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results of essure confirmation test: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abdominal, pelvic pain, atypical endometrial hyperplasia. Lot number:a64630, manufacturing date: 2012/10, expiration date:2015/10 /31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation(fallopian tube(s)),'), salpingitis ('fallopian tube infection') and device breakage ('a small residual portion of coil was removed from the uterus and discarded') in a 33-year-old female patient who had essure (batch no. A64630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, meningitis, uterine fibroids, oral surgery and perineal pain. Concomitant products included codeine, ibuprofen, montelukast, paracetamol (tylenol) and salbutamol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2013, the patient experienced headache ("headaches"), vision blurred ("vision problems") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced abdominal distension ("bloating") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti"). On (B)(6) 2016, the patient experienced adnexa uteri cyst ("paratubal cysts") and endometrial hyperplasia ("reproductive system disorderor changes type of disorder or condition: atypical endometrial hyperlasia"), 2 years 10 months after insertion of essure. In (B)(6) 2019, the patient experienced pelvic pain ("pelvic pain/ chronic") and abdominal pain ("pain ¿ pelvic / abdominal"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage ("general abnormal bleeding"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy : rash/skin condition"), psychological trauma ("psych injury"), vaginal infection ("vag infect."), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea") and micturition urgency ("urgency urination") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst (partial), other/ laparoscopic bilateral salpingectomies). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, salpingitis, device breakage, pelvic pain, abdominal pain lower, back pain, intermenstrual bleeding, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, adnexa uteri cyst, abdominal distension, endometrial hyperplasia and weight increased outcome was unknown and the abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, vision blurred, vaginal haemorrhage, migraine and micturition urgency had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri cyst, alopecia, back pain, bladder disorder, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, micturition urgency, migraine, nausea, pelvic pain, psychological trauma, salpingitis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: she received treatment for bladder problems, urinary problems, uti, vaginal infection. No. Of trailing coils: left ostium: 4, right ostium: 4. Discrepancy noted : removal details as per mr is (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results of essure confirmation test: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abdominal, pelvic pain, atypical endometrial hyperplasia, fallopian tube perforation, device breakage. Lot number: a64630, manufacturing date: 2012/10, and expiration date: 2015/10 /31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-sep-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation(fallopian tube(s)),'), salpingitis ('fallopian tube infection') and device breakage ('a small residual portion of coil was removed from the uterus and discarded') in a 33-year-old female patient who had essure (batch no. A64630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, meningitis, uterine fibroids, oral surgery and perineal pain. Concomitant products included codeine, ibuprofen, montelukast, paracetamol (tylenol) and salbutamol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2013, the patient experienced headache ("headaches"), vision blurred ("vision problems") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced abdominal distension ("bloating") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti"). On (B)(6) 2016, the patient experienced adnexa uteri cyst ("paratubal cysts") and endometrial hyperplasia ("reproductive system disorderor changes type of disorder or condition: atypical endometrial hyperlasia"), 2 years 10 months after insertion of essure. In (B)(6) 2019, the patient experienced pelvic pain ("pelvic pain/ chronic") and abdominal pain ("pain ¿ pelvic / abdominal"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage ("general abnormal bleeding"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy : rash/skin condition"), psychological trauma ("psych injury"), vaginal infection ("vag infect."), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea") and micturition urgency ("urgency urination") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst (partial), other/ laparoscopic bilateral salpingectomies). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, salpingitis, device breakage, pelvic pain, abdominal pain lower, back pain, intermenstrual bleeding, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, adnexa uteri cyst, abdominal distension, endometrial hyperplasia and weight increased outcome was unknown and the abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, vision blurred, vaginal haemorrhage, migraine and micturition urgency had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri cyst, alopecia, back pain, bladder disorder, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, micturition urgency, migraine, nausea, pelvic pain, psychological trauma, salpingitis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: she received treatment for bladder problems, urinary problems, uti, vaginal infection. No. Of trailing coils: left ostium: 4, right ostium: 4 discrepancy noted : removal details as per mr is (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results of essure confirmation test: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abdominal, pelvic pain, atypical endometrial hyperplasia, fallopian tube perforation, device breakage. Lot number: a64630, manufacturing date: 2012/10, and expiration date: 2015/10 /31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2021: mr received. Reporter information , other relevant history , concomitant drug added and rcc was updated. New event added-device breakage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation(fallopian tube(s)),') in a 33-year-old female patient who had essure (batch no. A64630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concomitant products included ibuprofen, montelukast and salbutamol. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6)2013, the patient experienced headache ("headaches"), vision blurred ("vision problems") and migraine ("migraines / headaches"). In (B)(6)2013, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2014, the patient experienced abdominal distension ("bloating") and was found to have weight increased ("weight gain"). In (B)(6)2015, the patient experienced urinary tract infection ("uti"). On (B)(6)2016, the patient experienced adnexa uteri cyst ("paratubal cysts") and endometrial hyperplasia ("reproductive system disorder changes type of disorder or condition: atypical endometrial hyperplasia"), 2 years 10 months after insertion of essure. In (B)(6)2019, the patient experienced pelvic pain ("pelvic pain/ chronic") and abdominal pain ("pain ¿ pelvic / abdominal"). On (B)(6)2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and salpingitis ("fallopian tube infection"). On an unknown date, the patient experienced back pain ("back pain"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy : rash/skin condition"), psychological trauma ("psych injury"), vaginal infection ("vag infect."), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea") and micturition urgency ("urgency urination") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst (partial), other). Essure was removed on (B)(6)2019. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain lower, back pain, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, salpingitis, adnexa uteri cyst, abdominal distension, endometrial hyperplasia and weight increased outcome was unknown and the abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, vision blurred, vaginal haemorrhage, migraine and micturition urgency had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri cyst, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, micturition urgency, migraine, nausea, pelvic pain, psychological trauma, salpingitis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: she received treatment for bladder problems, urinary problems, uti, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2013: results of essure confirmation test: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abdominal, pelvic pain, atypical endometrial hyperplasia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs and mr received : lot number added, aka name added, reporter added, patient demographic added, essure insertion date and removal date updated, event uterine perforation has updated to fallopian tube perforation. Events added- abnormal bleeding (vaginal), fallopian tube infection, migraines, atypical endometrial hyperplasia, paratubal cysts, blurry vision, weight gain, bloating, lower abdominal pain and urgency micturition. Events outcome updated, events onset date, events severity, concomitant drug, medical history added and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation other') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ chronic"), abdominal pain ("pain ¿ pelvic / abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy : rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vag infect."), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst (partial), other). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection and vaginal infection outcome was unknown and the fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea and visual impairment had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection and visual impairment to be related to essure. The reporter commented: she received treatment for bladder problems, urinary problems, uti, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case became valid and incident. Injury nos was replaced with new events perforation, pelvic pain, abdominal pain, back pain, plaintiff did not undergo essure confirmation test, dysmenorrhea, dyspareunia, menorrhagia, metorhagia, rash/skin condition, psych injury, bladder problems, urinary problems, uti, vaginal infection, fatigue, gi condition, hair loss, dental problems, hormonal changes, headaches, nausea, vision problems. Patients dob and date of removal were added. Updated outcome of events fatigue, gi condition, hair loss, dental problems, hormonal changes, headaches, nausea, vision problems to recovered/resolved. Date of insertion was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.